Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a white display and broken battery cap. The patient¿s blood glucose level was unknown at the time of the incident. Reportedly, pump was not working anymore. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is expected to be returned for analysis.

Manufacturer narrative:
Insulin pump received with a constant blank white light on the display due to cracked lcd glass. Unable to verify missing segments/partial display due to blank display. Insulin pump was received with cracked battery tube threads and missing display window cover. Unit was received without the original battery cap therefore, unable to verify broken battery cap.